Event description:
Atlantis anterior cervical plate system plate holding pin broke off in the cervical body when trying to remove it to place permanent plate and screws. Physician unable to retrieve broken piece imbedded in bone.

Event description:
Atlantis anterior cervical plate system plate holding pin broke off in the cervical body when trying to remove it to place permanent plate and screws. Physician unable to retrieve broken piece embedded in bone.